Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that her pump went completely blank. The customer¿s blood glucose level was 370 mg/dl at the time of incident. The customer¿s current blood glucose level was 253 mg/dl and she was treated with syringes for high blood glucose. The insulin pump will not be returned for analysis.